Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) sounded an audible alert and they had felt a "slight vibrating" feeling. The patient noted that they "feel fine and everything seems to be ok." And they "haven't been shocked."the patient noted that they had been using an (B)(6) tablet near their device when they heard the tone. The tone was thought to be a magnet tone alert and the patient was advised to contact their physician regarding the tone. Follow up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify a recent remote transmission showed no issues or alerts noted on the patients system. The device remains in use. No patient complications have been reported as a result of this event.